Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two cartridges were leaking from the top of the canister. Customer's blood glucose level was between 220 - 230 mg/dl. A cartridge change was performed resolving the issue.